Event description:
Trinity/trifit ts revision of the cup, bone screw, ecima liner, stem and biolox delta modular head after approximately 3 years and 8 months due to leg length discrepancy.

Manufacturer narrative:
(B)(4) initial report: additional information including; operative notes, an update on the patient following the revision and did the patient follow the correct post-op protocol has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Final report case: (B)(4). The explanted devices were not returned for evaluation. The manufacturer has conducted an investigation into this event. All products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non-conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported adverse event. The complaint made no indication of any device malfunction or deficiency related to identity, quality, durability, reliability, safety effectiveness or device performance contributing to the adverse event. Based on the available information, the root cause of this event could not be determined, and there is no evidence that device malfunction has caused or contributed to this event. Hence, no remedial, corrective or preventive action was deemed necessary and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.